Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The package of the product was opened and zeroing was conducted. And it was placed in the brainpan. It was reported that it was displayed the abnormal readings as -99 when the skin suture was finally finished. The craniotomy procedure was reperformed for removing the product. The product was replaced with another one ((B)(4)). There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The sensor was returned for evaluation. A review of quality records for the component met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned sensor found no visible damage to the sensor, catheter material or connector. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. A review of the finished good lot could not be performed, as no lot number information was provided. Based on the results of the evaluation, the reported issue could not be confirmed. The device functioned as expected. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.